Manufacturer narrative:
The impella lp5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported a (B)(6) year old caucasian male presenting with acute myocardial infarction and cardiogenic shock. During support, the patient decompensated and was intubated. The impella exhibited suction alarms and the pigtail was found "hooked" around the mitral chordae. Damage to the chordae was identified and described as bruised, red, and ragged. As treatment, the p-level was reduced and emergent surgery was performed to repair the mitral valve. The device operated successfully for another 6-7 days until successful weaning/explant. Since the impella's inflow was surrounding the damaged chordae, the physician suspected the impella was likely to blame for the damage.